Event description:
Pt reported to dr with vaginal pain. They had had a sparc procedure in 2002 by a different physician. The dr performed outpatient procedure due to vaginal erosion to excise and repair vagina.